Event description:
The unit was reported as having an un-intended output (shock) during the last 10 seconds of the electrotherapy treatment. No pt injury was reported. The device was used on six pts.

Event description:
The unit was reported as having an un-intended output (shock) during the last 10 seconds of the electrotherapy treatment. No pt injury was reported.

Event description:
The unit was reported as having an un-intended output (shock) during the last 10 seconds of the electrotherapy treatment. No pt injury was reported.

Event description:
The unit was reported as having an un-intended output (shock) during the last 10 seconds of the electrotherapy treatment. No pt injury was reported.

Event description:
The unit was reported as having an un-intended output (shock) during the last 10 seconds of the electrotherapy treatment. No pt injury was reported.

Event description:
The unit was reported as having an un-intended output (shock) during the last 10 seconds of the electrotherapy treatment. No pt injury was reported.

Manufacturer narrative:
The device eval and any additional findings will be provided upon conclusion of the device eval.